Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. A bi-phasic flex cable was replaced as a precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "defib fault 85" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.